Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leak"; "enlarged lymph node".

Event description:
Patient reported a "leak" of the left side implant and enlarged lymph node in the left armpit discovered during ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.

Event description:
Patient reported a "leak" of the left side implant and enlarged lymph node in the left armpit discovered during ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported a "leak" of the left side implant and enlarged lymph node in the left armpit discovered during ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, particles were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported a "leak" of the left side implant and enlarged lymph node in the left armpit discovered during ultrasound. The device has been explanted.